Event description:
It was reported that a pt underwent a laparoscopic ipom repair of a primary incisional/ventral hernia under general anesthesia on (B)(6) 2009. The pt indicated on the 12 month pt questionnaire that she noticed the hernia had recurred. Recurrence date was (B)(6) 2010. The pt indicated that she is not taking any pain meds for the hernia but she has seen a doctor for problems related to this hernia and that a doctor confirmed recurrence in (B)(6) 2010. Currently, there is no report of reoperation.

Manufacturer narrative:
(B)(4) - recurrent hernia. Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.